Event description:
It was reported that the device could not convert arrhythmias. Six shocks were given without success. An x-ray was done and the system looked good. The doctor has decided to schedule a system explant to replace it with a bi-ventricular transvenous system. There were no adverse patient effects. The system remains implanted.